Event description:
The pt has been having gradually decreased to no access to sound. No trauma or accident was reported. No medical problem detected by clinic. Revision surgery has been considered, but not scheduled yet.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Device investigation revealed that the device has failed due to a damage of the reference electrode. Possible causes to be considered include a technical defect as well as external mechanical influences. Although no impact to the implant area was reported, the pattern of damage of the protector seems indicative for mechanical influence exerted on the implant. Investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient has been having gradually decreased to no sound. No trauma or accident was reported. No medical problem detected by the clinic.